Event description:
Information was received from the customer that the unit would shut down when back pressure was applied and not alarm. There was no reported pt harm. During the repair evaluation, it was confirmed that the unit's alarm was intermittently functioning due to a failed solder joint between the alarm capacitor and power board. The power board was replaced to correct the problem.